Manufacturer narrative:
Site leader. No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a bulge in the silicone segment when attached to a device. There was no indication patient harm. Although requested, no additional information about the patient, medication or event provided.